Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-04089. It was reported that the patient was experiencing ineffective therapy. The patient's lead was exhibiting high impedances, and the physician believed that the ipg may be partially responsible for the impedance issue. Surgical intervention was undertaken on (B)(6) 2023, in which the patient's system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.